Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field complaint of cross talk was verified via review of the stored electrograms. One of the egm episodes showed cross talk. The egms also showed noise consistent with electromagnetic interference. The device was tested on the bench and using automated test equipment and no anomalies were found. The causes of the cross talk and pacing anomaly were not determined.

Event description:
It was reported that patient presented in clinic after experiencing dizziness. Oversensing due to cross talk on the rv lead was noted, and ICD failed to pace even in trigger mode. ICD was explanted and replaced. The pace sense portion of the rv lead was capped and replaced.